Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803. It has been noted that the customer refuses to work with an authorized dealer but has hired an unauthorized service provider. Photographic evidence suggests that blood is not being evacuated properly. Root causes to be determined. A dentsply sirona technician is being dispatched to assist with device evaluation.

Event description:
The customer alleged that blood came from the cup filler into the patient's drinking cup. The patient, user or third-party were not injured. The patient did not drink from the drinking cup. If the treatment center is assembled and maintained correctly, it is technically impossible that blood can enter the water-way of the cup water. There is an on-going onsite investigation of this device.